Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a total articular surface provisional instrument was found to be fractured during cleaning after surgery. No adverse events have been reported as a result of this malfunction. Attempts have been made however no further information has been reported at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and the corner of the post feature has fractured off. All pieces were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.